Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns is unknown; however, an online obituary indicated that the patient battled a horrific disease, pyruvate dehydrogenase deficiency and that two years prior to death the patient's brain began to shut down. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that the vns was not related to the cause of death.